Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection, the stm found blood in the pneumatic system. The stm replaced the pneumatic module and cleaned the contaminated areas. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: e1 (event site name, event site address, event site city, event site state, event site postal code, event site telephone).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.